Event description:
A bard eclipse vena cava filter was placed approximately nine (9) months ago. During removal of the filter approximately one week ago, it was noted the inferior vena cava(ivc) filter was in place with a broken piece of the filter (stabilization strut) caught in the filter. This loose piece was removed the same day, followed by retrieval of the remainder of the filter. All of the filter pieces are accounted for and have been retrieved. Operative report of removal of ivc filter and broken strut: right neck prepped and draped in the standard fashion. Using real-time ultrasound guidance, the internal jugular vein was punctured and a wire negotiated into the ivc using a 5 fr straight catheter. The catheter was placed below the ivc filter. Contrast venogram performed. This showed the inferior vena cava was patent with no thrombus. There is a broken fragment of one of the filter stabilization struts caught in the filter. A 10 fr vascular access sheath was inserted and a 25mm loop snare used to grasp the broken filter piece which was removed in its entirety through the sheath. The loop snare was then used to grasp the hook of the filter and the filter itself was removed in its entirety. The sheath was removed and hemostasis achieved with manual compression. The filter was taken out of the removal sheath and compared with the broken strut. There is no evidence that any of the filter pieces remain in the patient. Spot films of the ivc and chest were taken and there are no broken pieces identified. Manufacturer response for ivc filter, bard eclipse vena cava filter - femoral: unknown